Event description:
It has been reported to philips that exposure was not possible. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnostic procedure when the issue occurred, and the procedure was completed as planned before the system gave the error. The philips field service engineer (fse) inspected the system onsite confirmed problem with the point hv voltage was out of range. Analysis of system log file confirmed the reported malfunction. During troubleshooting, fse identified defect in the power inverter. Fse replaced the power inverter evr (point evr) certeray and calibrated the system. After replacement of power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.